Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a damaged battery alarm. This condition had the potential to interrupt delivery. There is no known patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This alarm occurred 7 times. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). The cause was determined to be damaged main batteries. To correct the condition, the main batteries and battery harness were replaced. If any additional information is received, a follow up MDR will be sent.